Manufacturer narrative:
E1: name: (B)(6) country: united states of america street: (B)(6). Based on the available information, this event is deemed to be a serious injury request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the insulin was not visible during fill tubing and did not come out from the end of the tubing which resulted in hyperglycemia and treated with bolus via pump on (B)(6) 2026.